Event description:
It was reported that a pump/gravity solution administration set's tubing disconnected from the drip chamber. This malfunction was observed to have occurred during infusion of nacl. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The vented chamber was received for evaluation. The rest of the set was missing. A visual inspection confirmed that the tubing was disconnected from the vented chamber. Since the sample was incomplete the cause could not be identified. This issue is being investigated through CAPA.